Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e tlw1613c124e, serial/lot #: (B)(4), ubd: 19-apr-2024, UDI#: (B)(4); product ID: etlw1628c146e, serial/lot #: (B)(4), ubd: 19-apr-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft was implanted in a patient for the endovascular treatment of a 60mm abdominal aortic aneurysm. It was reported approximately 4 months post the index procedure, the patient presented emergently with pain and weakness in the left leg. CT indicated that the left limb has clotted off. Per the physician the cause of the occlusion is undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Product analysis conclusion: the reported stent graft occlusion could not be assessed on the pre-implant films provided; therefore, the cause of the event could not be determined. Post-implant CT¿s were not available for review and the stent graft in-vivo configuration could not be evaluated. It is possible that the occlusive event was related to the narrow lumen of the previously stent implanted into the left iliac artery and overlapping of devices, which may have reduced the stent graft lumen . This may also have been caused by a patient condition: pre-existing vessel thrombus, poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. B5; additional information received; it was confirmed that the device model etlw 1613c124e and etlw1616c82e were implanted on the contralateral graft side, which is the left side and extended into the lcia. It was reported that the physician attempted a repeat angiogram 1 week post the patient presentation and mechanical thrombectomy of the left limb using a non-medtronic catheter was performed. Per the physician, there was thrombus throughout the limb, and this did extend to the flow divider of the bifurcated graft. However, the ipsilateral right side and limb to the rcia are unaffected. The physician described the intervention procedure as being incomplete and he was not able to remove enough thrombus to feel confident in long term patency. Additional focal pta was used during this procedure as well to maximize graft flow lumens within the anatomy. The physician described utilizing ivus for additional imaging as well. The physician mentioned that the graft, at the crossing of the limbs which is close to the bifurcation, showed residual stenosis. At this time, the physician described the patient condition as good without deficits section d information references the main component of the system. Other relevant devices are: esbf2514c103e, s/n:(B)(6); use by date: 2024-04-27 ; upn#: 00643169439986. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.